Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer declined troubleshooting. Additionally, the customer had an unspecified cartridge issue. Customer¿s blood glucose was 97mg/dl. No additional event information was provided by the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.